Event description:
It was reported to philips that the system would not power on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that a power hit had caused the loss of one of the three power phases, leading the ups to output only two power legs. This resulted in the failure of the fan tray, pdu control module, and corruption of the suite pc. To resolve the issue, the fse replaced suite pc, pdu control module and pdu fan tray and dcps. The faulty pdu control module and pdu fantray were returned to philips for further analysis. While the root cause of the pdu control module malfunction couldn't be determined, the fan tray failure was attributed to electrical overstress. After the replacements, the system was restored to good working order. The codes were updated based on the investigation outcome.